Manufacturer narrative:
Analysis was able to confirm the output connector assembly was broken and the battery drawer was out of mechanical specification. Analysis also noted the hanger was broken and the main seal was pinched. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular output connection ports and the battery compartment door required repair. The epg also required calibration. The epg was returned for service. There was no patient involvement.